Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient was experiencing discomfort and is unable to recharge the ipg due to the ipg flipping. In addition, the patient has gained weight. And is receiving stimulation. . The patient underwent surgical intervention on (B)(6) 2016 where the ipg was removed and replaced which did not resolve the issue. Further surgical intervention may be pending to address the issue.

Manufacturer narrative:
Verbiage stated explant was (B)(6) 2016 and should have been (B)(6) 2016. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.